Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. It was noted that the issue did not occur during the load process, and there were no previous reports of this specific alarm with the current pump serial number. However, cartridge alarms with consecutive cartridges were confirmed. Technical support decided to replace the pump, and the customer planned to use multiple daily injections as a backup insulin therapy. Although the pump was out of warranty, the customer expressed interest in obtaining an out-of-warranty loaner pump.